Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulty occurred. A 72% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (prca). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device failed to pass due to calcification. The procedure was completed with another of same device. No patient complications were reported, and the patient remained stable. However, device analysis revealed that the guidewire was entangled with the device and the imaging window was twisted and showed ripples.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked. The guidewire was entangled with the device and the imaging window was twisted and showed ripples. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. According to the investigation findings, twisted imaging window and drive cable, along with guidewire entanglement, were observed during product analysis. The evidence suggests that the device was advanced into the patients anatomy while rotating, which can generate sufficient torque to cause twisting, particularly in the presence of an imaging window kink. As the instructions for use (IFU) specify that the motor drive unit (mdu) must remain off during device insertion, advancing the device while rotating is not intended use and can result in such damage. The observed imaging window ripples are considered a result of the torsion generated by the twisting.